Manufacturer narrative:
Intuitive obtained additional information. The reported errors occurred once during the case. No errors occurred during system power up.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis for bi-polar issues and could not be reproduced. The reported problem was not confirmed using system logs. The erbe was tested using the system and the unit energized, cauterized, and recognized instruments. No issues were found that would be related to the reported event. The probable cause is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure that there were errors when using bipolar energy. A fenestrated bipolar forceps (fbf) instrument was in universal surgical manipulator (usm1), and a long bipolar grasper (lbg) instrument was in usm3. The customer swapped out the instruments and instrument cables, but they continued to have issues. The intuitive tech support engineer (tse) reviewed the system logs and confirmed multiple activation errors occurred against both bipolar ports on the erbe. The tse suggested power cycling the erbe only, but the issue continued. The tse suggested to unplug the bipolar instrument from usm1 for testing purposes. The customer performed this, but the activation errors continued. The tse suggested to power cycle the system and erbe. The customer stated that they could not power cycle at the time. The customer stated that they were going to bring in a third-party generator, and that erbe preventative maintenance (pm) was recently performed. Reportedly the erbe had no issues prior to the pm. The issue was escalated to intuitive field service. There were no reports of patient injury.